Event description:
It was reported that the lead dislodged post-operatively. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant product: mcs-p3-31- aoa x2 transcatheter valves, implanted: (B)(6) 2014. (B)(4).